Event description:
It was reported that the device failed the preventative maintenance (pm) test. Over temperature test failed and screen flickers. Status of the product at time of event was during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the over temperature alarm was triggered resulting in no alarm and a visual inspection of the liquid crystal display (lcd) showed the digits flickering verifying the complaint. The probable cause was customer damage from forcing the front cover onto the device damaging the printed circuit board (pcb). After the pcb was replaced both problems were fixed, and the device passed all functional tests. The service history showed the device had no previous repairs noted within the last twelve months.